Event description:
Laminaria placed for dilation. During removal, device broken into pieces. Patient reported more than expected bleeding and went in for an assessment. During vaginal exam and transvaginal ultrasound, pieces of laminaria were found. Patient went back to the operating room for removal of remaining pieces. Ref (B)(4).